Event description:
It was reported that water leaked from the funnel during pretest. Per additional information from the ibc via email 31jan2020; it was unknown if the leak was on the inflation lumen or the drainage funnel, but the there seems to be a crack on the inflation funnel.

Manufacturer narrative:
The sample was inflated with water and water leakage was observed from the funnel. The sample was examined and a tear was observed at the inflation funnel. The tear was examined under a microscope and was noted to be long and rough. The tear appeared to have been caused from the outside. A potential root cause could be roughly handling during stripping process. We were unable to determine how and when problem occurred. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿(1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" Correction: d4.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water leaked from the funnel during pretest. Per additional information from the ibc via email 31jan2020; it was unknown if the leak was on the inflation lumen or the drainage funnel, but the there seems to be a crack on the inflation funnel.